Event description:
It was reported that during the procedure for treatment of an occlusion in the anterior tibial artery, the green teflon coating of the 018 ht connect flex guide wire was noted to be peeling from the distal end. The guide wire was immediately withdrawn from the anatomy and exchanged for a non-abbott guide wire. There was no reported adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Recall: 3006010712-11/22/2013-001-r. The investigation is ongoing.